Event description:
A hemodialysis inpatient user facility has reported that during treatment a blood leak occurred. Blood test stripes were used and the leak was visually observed. The machine alarmed. Estimated blood loss was 100 ml's. Patient had no adverse effects. Sample is not available; sample was discarded.

Manufacturer narrative:
The device evaluation has not yet been completed. A follow up report will be filed upon completion of the investigation. This medwatch report is associated with MDR # 1713747-2013-00449.